Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005 the patient underwent the following surgeries: transforaminal interbody fusion with peek cage, rh-bmp2/acs, and autograft. Posterolateral fusion l5-s1 with local autopatient. Posterior spinal instrumentation non-segmental l5-s1 with titanium using vh kit 2.0ml fibrin sealant / na3, rh-bmp2/acs , spine pre-cut rod 50mm, screw 6.5 x 45 , screw 6.5 x 30 mm, spine locknuts, cage to treat the following pre-op diagnosis degenerative disk disease l5-s1 with discogenic pain. Spinal cord monitoring was performed throughout without any adverse effects. Op note: the transpedicular screw fixation was obtained. The pedicle was tapped with a 5.5 tap, 6.5 diameter screws were used with 45 mm length screw being used in l5, a 30 mm length in the sacrum. With the screws in place, ap, lateral and oblique films were made to make sure the placement was satisfactory. A temporary rod was placed on the left side with distraction between the pedicles. The tlif distractor was placed on the right. Decortication along the anterior portion of the endplates was performed with an osteotome and autogenous bone graft was packed anteriorly and swept lateral-ward. A pledget of rh- bmp2/acs was then placed. Then an 8 mm peek cage was tapped into the disk space. X-ray confirmed satisfactory position. Distraction was released. Rods were pup in place on each side, compression was applied first on the right and then on the left, locking the cage in place. Final x-ray showed satisfactory alignment. Correction of the posterior elements on the left, locking the cage in place. Final x-ray showed satisfactory alignment. Correction of the posterior element on the left side were then performed, autogenous bone graft was packed on the posterolateral aspect. The tightening nuts were checked, after the insertional head was broken off to make sure there was snugness of the rods to the screws. Tisseel was placed in the abbuloctomy site, sealing the disk from the posterior elements posteriorly. Antibiotic-soaked gelfoam was placed over the dura and nerve root. Closure was then obtained with the lumbosacral fascia being reapproximated at the spinous process with #1, running, vicryl suture. The patient was taken to the recovery room. Post-operatively, patient sustained unspecified injuries